Manufacturer narrative:
Reported event. An event regarding incorrect placement involving a mako tha software was reported. The event was confirmed to have been caused by user error. Method & results. -product evaluation and results: a review of the provided log files found the following; the accuracy of the robotic arm is not confirmed as the user choose to proceed with a failing bone registration. The root cause of the failing bone registration was an inaccurate selection of the anterior patient landmark. If the surgeon cannot reach the anterior CT landmark the surgeon should move the CT landmark to a position that will allow him to reach this landmark. Registration accuracy is dependent on probing landmarks intra-operatively as close as possible to their locations selected in the ¿CT landmarks¿ page. Choosing a point on the CT that can be easily reproduced (bumps, valleys, etc.) And is accessible on the actual pelvis in the approximate area described is recommended. Choosing points on the CT at both the inferior tips of the articular surface (horseshoe) beyond the cartilage is also recommended. Poor segmentation of the acetabular rim may have caused additional difficulty for the surgeon as an incorrect mapping of intercondylar points due to bad anterior landmark selection may have mapped registration points to the rim of the acetabulum which created large surface to bone fit errors. J4, j6 torque limits indicate rough use of the robotic system. The surgeon appears to be moving the entire robot fighting the stereotactic generating base array motions over 200 mm/s. The robot is being moved a lot during the bone preparation step, i.e. Lift mechanism warning during reaming tool checkpoint, may indicate that the surgeon is struggling with operating room setup. From the interoperative results there is no indication that system was performing outside of its specifications, except those factors generated by misuse mentioned above. -clinician review: a review of the provided medical information by a clinical consultant indicated: clinician review: a review of the provided medical information by a clinical consultant indicated: date of implant: (B)(6) 2022. Implants involved: rio robotic arm tha 4.0, unknown implant product. Materials reviewed: (B)(6) 2023: stryker pi. (B)(6) 2023: ap pelvis x-ray. Relevant clinical history: (B)(6) 2023: stryker pi: mako procedure with reported malposition or not planed position of the cup. (B)(6) 2023: ap pelvis x-ray. No acute problems. No gross abnormalities. Cup position appears acceptable. Narrative: there was little medical information provided for the case. The event report implies malposition of at least unplanned position of the cup. The cup position appears acceptable. It may be a drop superior and a little flat but certainly acceptable. No follow up or outcome data was provided for review. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode can be confirmed to have been caused due to user error. There was no indication of any inherent software or hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
(B)(6) 2022 a hip implantation was done using mako. (B)(6) 2023 the doctor came with an ap x-ray of the patient, the cup does not look to be in the planned position.case type / application: tha 4.0.shell malposition.

Event description:
(B)(6) 2022 a hip implantation was done using mako. (B)(6) 2023 the doctor came with an ap x-ray of the patient, the cup does not look to be in the planned position. Case type / application: tha 4.0, shell malposition.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.